Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
In the surgeon's clinic when looking at the patient's hoffman lrf frame it was found that the foot arch ring had become unstable. The point of instability was where the carbon fiber and metal meet where it appears that the epoxy that bind the two materials failed causing the metal piece to become loose. On the other side it appears that the epoxy loosen on one side causing the post inside the carbon fiber to sheer and break.

Manufacturer narrative:
The reported event that foot arch hoffmann lrf 180 mm was alleged of 'instrument breakage identified out of surgery' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided however, based on complaints history, the root cause of this breakage has been identified as a design/manufacturing issue. This problem has already been addressed through a CAPA and a new design and gluing process have been implemented: the new drawing is already released. As this breakage is due to a design/manufacturing issue, a credit note will be done. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
In the surgeon's clinic when looking at the patient's hoffman lrf frame it was found that the foot arch ring had become unstable. The point of instability was where the carbon fiber and metal meet where it appears that the epoxy that bind the two materials failed causing the metal piece to become loose. On the other side it appears that the epoxy loosen on one side causing the post inside the carbon fiber to sheer and break.